Event description:
During a percutaneous coronary intervention in the circumflex, the stent would not cross. It was removed and re-loaded but "did not feel right" when it was removed, the struts near the hub were flared and some were sticking out. Additional details are not available.

Manufacturer narrative:
This product is available for testing and evaluation but has not been initiated as of this writing.